Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the system was pulled out due to infection inside the dialysis port. No adverse patient effects were reported. The implantable lead was explanted.